Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. Issue not verified. Patient data reviewed and determined device reacted perfectly and didn't show any problem. The device underwent and passed testing. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had temperature oscillations. Per review of wo on 20-jan-2023, there was patient involvement. Per additional information received via mail on 23jan2023, the device would go to the ondée multiservices for repair. It was not serviced yet and the patient switched to different outlet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had temperature oscillations. Per review of wo on (B)(6) 2023, there was patient involvement.